Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) was difficult to place during implant. The second attempt to place the lead, the physician reported issues extending the helix mechanism. The same issues occurred when attempting to torque the helix outside the patient's body. Measurements were taken and were reported to be half decent, suspecting current of injury; however, the field representative stated it may have been a sign of a problem. The lead was returned for analysis.